Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer initially reported that the touchscreen on an intellivue mx550 patient monitor was not working, and also that the waves possibly froze. The issue was noticed 3 times on this particular mx550. The last two times were (B)(6) 2015 at approx. 13:00 and then 17:00. There was no patient or user harm reported.